Manufacturer narrative:
Continuation of d10: product ID 97755-svc, serial# (B)(6), product type: recharger. B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the 2 months ago when the patient recharge the ins they felt that the ins area was quite warm and when they felt quite of soreness on the area. The patient also it would took 6 hours for them to recharge the ins. They mentioned the controller battery was going down but the ins battery didn't change. There were times when they were just recharging the ins it said that it finished recharging but there was no changes on the battery. Agent sent a request to repair to replace the rtm

Manufacturer narrative:
Continuation of d10: product ID: 97755-svc, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) stating, the area around the implanted stimulator becomes quite warm during recharging, charging time was hours long approximately 4-6 hours to charge 50% or more, there has been no change in activity level. A new charging device was sent, which made the charging process quicker; however, the area still gets warm during charging. Manufacturer has not provided any additional solutions to prevent the implanted device from getting warm.